Event description:
In the pta procedure to the heavily calcified cto lesion at bk area, subject guidewire was advanced. During the attempt to cross the target lesion, it was perceived that the guidewire tip end was trapped in the vessel. Upon removal out, the guidewire was confirmed to be one unit up to distal end, however coil elongation and damage of the polymer coating was observed. Physician commented there was no adverse event with the patient.

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that the guidewire was knotted at approx. 8mm of tip end, the coil was elongated at the section proximal thereto for approx. 38cm, however the guidewire was in one unit up to tip end without separation. The polymer coating there was damaged. Lot history review revealed no anomaly relating with the reported event. With the obtained information and the outcomes of the investigation, it is inferred that distal end of the guidewire happened to be knotted and got stuck in the target vessel when crossing the lesion was attempted, where removal manipulation was made to the guidewire, pulling force exceeding the product design limit worked to the distal end of the guidewire, resulting coil elongation and damage to the polymer.